Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to manufacturing, tissue or suture caught in foot. The difficulty retracting the foot likely contributed to the subsequent device entrapment. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle after a percutaneous transluminal angioplasty procedure. Reportedly, the footplate wouldn't close at all during step 4. Resistance was met during attempted removal, therefore a cut-down was performed to remove the device without issue. Vessel damage was noted. The vessel was repaired and hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.